Event description:
It was reported that during a sigma procedure, the device did not staple at all but cut completely. Completed with another product. No further information is available. There was no patient consequence.

Manufacturer narrative:
Date sent: 11/07/2007. Information anticipated, but unavailable at this time.